Event description:
A malfunction alarm was reported during the pumping process, identified as alarm 20 on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, having previously experienced similar issues with this pump, reverted to using multiple daily injections as a backup therapy. Technical support confirmed the pump was under warranty and arranged for a replacement, providing storage mode instructions and shipping details for returning the problematic pump.